Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 350cc mentor tissue expander was deflating in two places prior to implantation during a primary breast reconstruction procedure. The analysis results show that the device appeared intact. Leak testing revealed there was a tear at the union between the patch and the shell of the implant on the anterior view. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) /2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On (B)(6) 2019 mentor became aware that erroneously reflected the event as a serious injury. The event has been appropriately updated to reflect malfunction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7287230 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor tissue expander was deflating in two places prior to implantation during a primary breast reconstruction procedure. Another expander was used to complete the procedure. There were no adverse event involving the patient.